Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with 1 cartridge during basal delivery. Customer is unsure of blood glucose level due to not testing and having a cold.